Event description:
It was reported to boston scientific corporation that a gold probe was used for an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the gold probe was advanced through the scope and into the patient for the first pass and the gold probe worked fine. Reportedly, the gold probe was then removed from the scope to wipe off the tip. The gold probe was then reinserted and advanced through the scope and back into the patient however; the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was completed using another gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the device returned with no visible defects. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The reported event of no energy delivered through the device was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used for an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the gold probe was advanced through the scope and into the patient for the first pass and the gold probe worked fine. Reportedly, the gold probe was then removed from the scope to wipe off the tip. The gold probe was then reinserted and advanced through the scope and back into the patient however; the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was completed using another gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.